Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced an asystolic period of approximately three point five seconds while hospitalized after an ablation procedure. The physician thought pacing may have been inhibited due to t-wave oversensing. The ventricular sensitivity of the cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed and the patient will wear a holter and continue to be monitored. The crt-d remains in service and there were no additional adverse patient effects reported.